Manufacturer narrative:
The device is not sold sterile, and it is the responsibility of the user to properly sterilize the instrument. Although it is unk if the device contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the pt underwent a microendoscopic decompression at one level to treat lumbar spinal stenosis. At an unk time post-op, the pt developed a superficial infection. The infection was treated with oral antibiotics.